Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: va36ggr) found that all conductors were broken 10.75cm from the distal end. Continuation of d10: product ID 978b128 lot# va36ggr. Implanted: (B)(6) 2025. Explanted: (B)(6) 2026. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep) regarding a patient, with an implanted neurostimulator (ins) for urinary dysfunction/sacral (incontinence, urgency, and/or frequency). It was reported that the lead fractured, damaged, or broken. Device damaged where lead goes into batter (ipg). The damage caused or discovered during surgery. The cause was not known but there was a high impedance, >4,000 ohms on case and all leads. Device revision was done, both devices removed and replaced.

Manufacturer narrative:
Continuation of d10: product ID 978b128; lot# unknown; implanted: (B)(6), 2025; explanted: (B)(6), 2026; product type: lead; section d. Information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.